Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device interrogation high hvli was observed. The vector was reprogrammed. Patient will be monitored.